Manufacturer narrative:
It was reported that a hl 20 pump displayed the error message "error head". The event occurred during a routine check. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2024-04-05. The strobe foil was cleaned and all connections of the tacho board and the motor control board were reset. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case was assessed by the getinge life cycle engineering on 2024-03-04. Because the error "error head" was resolved by refitting of all circuit board connections the most probable root cause was determined as communication disturbances due to transition resistance that can arise from surface corrosion. The review of the non-conformities has been performed on 2024-04-11 for the period of 2021-12-22 to 2024-04-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-12-22. Based on the results the reported failure " error message error head" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that a hl 20 pump displayed the error message "error head". The event occurred during a routine check. No harm to any person has been reported. Complaint ID: (B)(4).